Manufacturer narrative:
Cannot replicate the reported issue "jumping". Handpiece was tested with straight bur and curved bur. It operated smoothly without any vibrations. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that intra op, the device was jumping. There was no patient impact. There was no delay in procedure.